Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while a physician was filling a bd syringe luer-lok¿ tip with propofol, the syringe leaked out backward from plunger end. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one actual sample without package was returned for investigation. Our quality engineer inspected the returned unit and could not identify any manufacturing related defects. The actual sample was subjected to leak test and passed. No leakage was observed. A device history record review showed no non-conformance associated with this issue during the production of this batch. As a result, the root cause of the reported issue could not be determined. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.